Manufacturer narrative:
The device was returned and the evaluation states that there were two cracked spokes near the bottom of the hub. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Two spokes are cracked.